Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a soundstar catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the transseptal phase, left atrial geometry, and ablation of the left pulmonary veins, the patient became hypotensive and a small pericardial effusion was confirmed via intracardiac echocardiography (ice). All catheters were retracted back into the right atrium. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Remainder of procedure was aborted. Patient remained under observation in the electrophysiology lab for 1 hour. Blood pressure stabilized. No further interventions were required. Physician¿s opinion regarding the cause of the adverse event is that it was related to the use of the bwi ice catheter, as there were difficulties maneuvering it in the right atrium. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.